Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open. The device was removed by cutting it from the tissue. There was no additional blood loss as a result. Another device was used to complete the procedure without incident. There was no pt injury.